Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in an unspecified anatomical location. During the procedure, the device lost aspiration. The device was unable to infuse saline, and no fluid was returning to the waste bag. There was no injury to the patient and the procedure was completed with the original device. It was further reported that the during the procedure, the jetstream device lost aspiration after 5 seconds of active use and was unable to infuse saline. The catheter tip rotation was unaffected.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the instructions for use. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-5ml=95ml). Test results showed that this device did not perform as designed per the test procedure specification sheet withdrawing 5ml of fluid in the 1 minute time frame. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in an unspecified anatomical location. During the procedure, the device lost aspiration. The device was unable to infuse saline, and no fluid was returning to the waste bag. There was no injury to the patient and the procedure was completed with the original device. It was further reported that the during the procedure, the jetstream device lost aspiration after 5 seconds of active use and was unable to infuse saline. The catheter tip rotation was unaffected.

Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in an unspecified anatomical location. During the procedure, the device lost aspiration. The device was unable to infuse saline, and no fluid was returning to the waste bag. There was no injury to the patient and the procedure was completed with the original device.